Manufacturer narrative:
Investigation summary: bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Bd has initiated further investigation relating to this issue through a CAPA (B)(4). The investigation is still on-going and improvements will be made as the potential causes of this issue are identified.

Event description:
It was reported that bd vacutainer® cpt¿ cell preparation tube w/ sodium citrate had poor gel separation. This occurred on 3 occasions during use. The following information was provided by the initial reporter: material no: 362760 batch no: 9058997. It was reported that no band occurred. 2 of 3. Customer is inquiring why this could be happening. This has been an ongoing issue. 3 instances of no band occurred.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd vacutainer® cpt¿ cell preparation tube w/ sodium citrate had poor gel separation. This occurred on 3 occasions during use. The following information was provided by the initial reporter: material no: 362760, batch no: 9058997. It was reported that no band occurred. 2 of 3. Customer is inquiring why this could be happening. This has been an ongoing issue. 3 instances of no band occurred.